Manufacturer narrative:
(B)(4). The device was not returned for analysis. It was reported that the graftmaster was deployed with a maximum pressure of 18 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use, states not to exceed the rbp. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the right coronary artery. A 4.0 x 16 mm rx graftmaster covered stent was deployed at 18 atmospheres, but the perforation was not sealed. It was it unknown at this time how the perforation was treated. There were no reported adverse patient sequelae. Additional information has been requested.